Manufacturer narrative:
The insulin pump received with battery cap damage due to stripped coin slot. The insulin pump received with minor scratches on display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump was alarming low battery after the battery cap broke. Customer states they were attempting to change the battery when the battery cap cracked and fell into the device. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 105 mg/dl at time of reporting. Nothing further reported.